Manufacturer narrative:
The pressure monitoring set was received by our product evaluation laboratory for a full examination. Report of pressure tubing issue near vamp reservoir was confirmed. As received pressure tubing was found completely detached from vamp reservoir stopcock bond joint rather than broken. Indications of what appeared to be bonding material were evident on tubing bond surface area. Tubing od was measure to be within specification near the point of detachment. As received, tip section of IV spike was completely broken off. Cross surface of spike at the site of damage was rough and uneven. Broken part of the tip was not returned. No other visible damage was observed from the kit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. A definitive root cause could not be identified. Potential contributors to the issue of tubing detached could be related to solvent bonding process or other factors such as stress applied. There are manufacturing process controls designed to prevent bonding-related issues. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, in this pressure monitoring set with vamp, the pressure tubing broke near the vamp reservoir. There was no patient injury. As per product evaluation, the pressure tubing was found completely detached from the vamp reservoir stopcock bond joint.